Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0056597r, product type: catheter. (B)(4). Analysis of the pump revealed no anomaly. Analysis of the unknown catheter revealed difficulty with sc connector led to explant, sc connector coring-tear-cuts in seal. (B)(4).

Manufacturer narrative:
Analysis noted that the pump was programmed to deliver fentanyl, bupivacaine, and clonidine.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter.

Event description:
It was reported the sutureless connector would not disconnect from the pump during pump replacement for eos. The battery was depleted. It was noted a dye study was performed. The sutureless connector was cut off and replaced with a new sc connector. There was no patient symptoms reported. The patient status at the time of the report was noted as alive, no injury. The patient outcome was recovered without sequela. The pump was used to deliver fentanyl.